Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus pen does not work. The stylus was replaced with a different one and it still did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis could not confirm the customers' comment and the stylus was preventively replaced. However it was noted that the link electronic module (lem) failed systems tests and was replaced and calibrated. The hard drive was reconfigured, reloaded and software was updated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.